Event description:
It was reported the insulin pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.